Manufacturer narrative:
The device was not returned to the manufacturer for analysis. The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's spouse contacted technical services (B)(6) 2015 requesting for assistance due to slow drains. Follow-up was made with the pd patient's registered nurse (rn), who stated the patient contacted her reporting cloudy effluent and difficulty draining. The patient went to the clinic for fluid culture on (B)(6) 2015. The results indicated the patient developed peritonitis. Per pdrn the fluid culture results showed a negative culture growth, but the patient exhibited an extremely high white blood cell count and the patient was started on antibiotics. The patient was treated in-clinic for the peritonitis. On (B)(6) 2015 the patient was hospitalized for a temporary hemodialysis catheter placement. Per the pdrn the patient temporarily switched modalities treatments and the patient's peritoneal dialysis catheter was removed on (B)(6) 2015. The nurse indicated the peritonitis was due to touch contamination because the patient did not practice aseptic technique during treatment. The patient did not wash their hands and did not don a mask during treatment. As of (B)(6) 2015 the patient was currently still hospitalized and continues to complete hemodialysis treatments. The signs and symptoms of peritonitis have resolved. The patient is expected to continue hemodialysis treatments until the patient's abdomen is healed and another peritoneal dialysis catheter is placed.

Event description:
Medical records provided by the patient's dialysis center: on (B)(6) 2015, the patient had a peritoneal dialysis fluid culture that had nucleated cell count of 1388. Patient was treated with vancomycin.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification. Medical records were reviewed by post market surveillance staff. Based on the 29 pages of medical records information it appears on (B)(6) 2015, this patient had a peritoneal dialysis fluid culture performed that showed a nucleated cell count of 1388 but no growth after 4 days. The patient was treated with intraperitoneal antibiotics. Previously the patient had presented to the dialysis clinic on (B)(6) 2015 with questionable drainage from the dialysis catheter exit site but, medical records do not reveal any intervention involved with this event. A peritoneal dialysis drainage culture a week later (on (B)(6) 2015) showed a nucleated cell count of 4174 with no growth after 5 days. Medical records show that the physician was notified of the (B)(6) 2015 results but do not make mention of interventions that were ordered. Medical records do not reveal the source of the patient's peritonitis. Medical records do not contain antibiotic medication records for this event. Medical records do not contain progress notes, physician orders, lab results or treatment records for the month of (B)(6) 2015 medical records do not indicate there is a causal relationship between the patient's liberty cycler and peritoneal dialysis fluid and the patient's peritonitis. There is no actual documentation in the medical record for peritonitis. Patient was treated with vancomycin as evidenced by the vancomycin level drawn on (B)(6) 2015.

Event description:
Medical records were provided by the patient's dialysis center. Patient was a (B)(6) male patient. On (B)(6) 2015, the patient had a peritoneal dialysis fluid culture that had nucleated cell count of 1388. Patient was treated with vancomycin.